Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2017 with the following findings: review of the black box data confirmed 064-0001 errors (motor error occlusion during prime) recorded. Call service 064 alarms recorded in the black box history due to occlusion present during prime function. On investigation, rewind, load and prime steps were performed successfully without alarm. The pump was exercised for 24 hours with no alarms occurring. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm